Event description:
Received a spontaneous call from the patient's nurse, who stated the patient's pump sn (B)(4) has been helping since around midnight-no error message just shows the pump is running. No adverse event, harm or missed doses. New pump sent out for tomorrow. Is the actual device available for investigation? Being sent back to msd. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes was any medical intervention provided? Reported to (B)(6) by: health professional.